Event description:
The patient reported experiencing that the infusion sets leak insulin between the headset adhesive and cannula since (B)(6) 2010. The patient experienced elevated blood glucose of 380 mg/dl. The patient bolused through the infusion device to lower her blood glucose. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The (B)(4) set was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.